Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no:2015691 2021 02945.

Manufacturer narrative:
The device was returned for evaluation. The returned device was evaluated, and the following was observed: the inflation balloon burst radially and longitudinal, no balloon material appears to be missing. Distal tip was separated from delivery system. Slight flex tip gouges observed. Spring was separated from distal bond area and stretched. Adhesive present on distal guidewire lumen. Due to the nature of the complaint, no functional testing was able to be performed. The complaint was confirmed through visual inspection. The inflation balloon single wall thickness was measured along the edges of the burst location. All measurements taken of the balloon single wall thickness met the specification. A device history review (DHR) was performed and did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint codes. During manufacturing, the device is both visually inspected and tested several times throughout the process. Inspections during the manufacturing process and testing performed during the product verification process make it unlikely that a manufacturing nonconformance contributed to the reported complaints. Post procedural and patient anatomy imagery provided by complaint site and revealed the following: balloon burst radial and longitudinal. Distal part of the balloon and nose tip separated from the delivery system. The esheath distal liner was bunched and delaminated. Tortuosity present on the patient access vessels. The following instructions for use (IFU) and training materials were reviewed: IFU for commander delivery system with s3u device preparation manual device training manual no IFU/training deficiencies were identified. A complaint history review on confirmed device complaints (returned and no product returned) from (B)(6) 2020 to (B)(6) 2021 for the commander delivery system (all models and sizes) was performed with the codes identified. Prior closed complaints with any of the codes were reviewed for similar events and root cause identification. A risk assessment was performed on the reported event and the risk of balloon burst, difficulty withdrawing delivery system through sheath, and associated harms has been reduced as low as possible through design and manufacturing processes. Edwards has provided guidelines and instructions to the physicians in the IFU and training materials/refresher training on how to withdraw catheter, remove sheath, access site closure. Users are informed of the residual risks associated with use of the delivery system and sheath through the potential adverse events section in the instructions for use (IFU) and/or device training materials. The benefits of the system outweigh the risks associated with withdrawing delivery system through sheath. Since no product non-conformances or IFU/training manual deficiencies were identified, no escalation to a product risk assessment (pra) was required . Since no edwards defect was identified, no corrective or preventative actions (CAPA) are required. The reported events were able to be confirmed through the visual inspection of the returned device. However, no manufacturing non-conformance was identified during the evaluation. A review of the DHR, complaint history review, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, "the 26mm commander delivery system was removed and re prepped with an additional 1cc added upon post dilation the delivery system balloon ruptured (highly calcified stj 25mm)". It was noted that patient had calcification present in the landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Moreover, it was noted an additional volume was added to the nominal volume as per description summary. The prescribed nominal inflation volume is provided in the IFU. It is likely that the balloon burst once the balloon past the target fill volume. It is possible that these two factors combinedly contributed to the event. Available information suggests that patient (calcification) and procedural factors (over inflation) may have contributed to the reported event. As reported, "the delivery system was then retracted back to the 14fr esheath and became stuck inside the delaminated sheath. Multiple attempts were made to pull delivery system back into sheath but were unsuccessful. The operator then made the decision to remove the delivery system and sheath as a unit with the nose cone beyond the tip of the sheath". The balloon burst likely altered the balloon profile. The altered delivery system made the device more susceptible to be caught on the sheath tip, which subsequently resulted in withdraw difficulty into the sheath. The liner delamination and bunching observed on the sheath are indicative of delivery system catching on the sheath tip. Available information suggests procedural factors (withdrawal of burst balloon) could have contributed to the event. As reported, "the delivery system and sheath came out successfully, but a portion of the ruptured balloon and nose cone remained on the safari wire at the level of the femoral head. Vascular surgery was then called and a surgical removal of the ruptured balloon and nose cone was performed successfully". As a result of balloon burst, the balloon's altered profile may have led to difficulties encountered with withdrawing the delivery system into the sheath. The altered balloon profile and distal portion of delivery system could have got caught in the sheath tip. Subsequently, this may have required excessive manipulation of the devices to overcome the withdrawal difficulties, which may have resulted in separation of the components. Available information suggests procedural factors (withdrawal of burst balloon, excessive manipulation) could have contributed to the event.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Investigation is underway.

Event description:
As reported by an edwards field clinical specialist, the 26mm sapien 3 ultra valve implanted in the native aortic position successfully with mild leak post implant. The decision was made to post dilate. The 26mm commander delivery system was removed and re prepped with an additional 1cc added. Upon post dilation the delivery system balloon ruptured (highly calcified stj 25mm). An angio was performed and no pvl was noted. The delivery system was then retracted back to the 14fr esheath and became stuck inside the delaminated sheath. Multiple attempts were made to pull delivery system back into sheath but were unsuccessful. The operator then made the decision to remove the delivery system and sheath as a unit with the nose cone beyond the tip of the sheath. The delivery system and sheath came out successfully but a portion of the ruptured balloon and nose cone remained on the safari wire at the level of the femoral head. Vascular surgery was then called and a surgical removal of the ruptured balloon and nose cone was performed successfully. Post angio was performed and flow was brisk without additional vessel injury. The patient is currently stable. The devices will be returned for evaluation.